Manufacturer narrative:
(B)(6). D4 unique identifier (UDI) #: (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device revealed that the balloon protector and shipping wire was returned with and on the device upon return. The core wire was removed with resistance despite soaking and it was found that the tip of the device was damaged. There was contrast in the inflation lumen and the balloon. The balloon was returned in an opened state indicating the device was inflated prior to device return. There was blood in the guidewire lumen. Microscopic inspection of the device found no damage or irregularity. Functional testing was performed by connecting the device to an inflation device. The device inflated to rated burst pressure and deflated with no issue. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located at left anterior descending artery. A stingray lp catheter was selected for use. During procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located at left anterior descending artery. A stingray lp catheter was selected for use. During procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable post procedure.